Event description:
Radial artery harvest using vasoview hemopro vessel harvesting kit. Endocoagulator was in use when harvester noted separation in tip of instrument. Endocoagulator was removed, intact. No harm to patient, new kit was not needed.